Manufacturer narrative:
A picture was returned showing two packaged sets. The complaint fluid not flowing down could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a chemoclave® vented bag spike where it was reported that during patient use, the fluid could not flow down. There was unknown patient involvement, no adverse event/patient harm and no delay in critical therapy.